Event description:
Info received indicates, the head section and the head hi/low will not go up.

Manufacturer narrative:
The technician found worn seals on the valves for the CPR and hi/low up. The technician replaced the valve guide tube for hi/low up and the CPR valve to repair the bed.